Event description:
A pt that underwent a catheterization at a hosp was transferred where they underwent a stent procedure. The procedural sheath was removed prior to the transfer. Following the stent procedure, a vasoseal elite was deployed. Manual pressure was applied for 30 seconds post deployment to stop superficial oozing. The pt had a drip of integrillin, IV bolus of integrillin, and 11,000 units of heparin. The pt's act was 300 seconds, and the pt was participating in a drug eluding stent study. The pt became hypotensive, had sorness in the groin area, was bradycardic in the holding room and atropine was given. A CT scan was ordered and the report stated that the pt had a retroperitoneal bleed. The pt was transfused with two units of blood. 4 days later, the pt was getting ready to be discharged. The pt was given IV antibiotics for a yeast infection prior to discharge.